Event description:
It was reported that the pacing impedance of a right ventricular leadless pacemaker (lp) did not increase at fixation during initial implant. Various troubleshooting methods, including manipulating the delivery catheter (dc), slightly helped the issue. Physician decided to release the lp, however impedance decreased, capture threshold increase, and r-waves became varied. The lp had microdislodged and was retrieved. It was suspected that the lps helix may have been pulled while there were tether mode difficulties on the dc the same dc was used to reimplant the same lp. Patient had no consequences.